Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg0 level of up to 300 mg/dl. The customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), the customer reported multiple 1/2 inch air gaps throughout the tubing. The customer was instructed to remove the air gaps by performing fill tubing. Reportedly, the customer was not removing air from the cartridge prior to filling. The customer was educated on how to remove air from the cartridge.